Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be disconnected at the 3-way stopcock and there was fluid noted in the bed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.